Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time following the implant of this transcatheter bioprosthetic valve, the valve was noted to have failed. Treatment was not reported. No adverse patient effects were reported.

Event description:
Medtronic received information that at an unspecified time following the implant of this transcatheter bioprosthetic valve, the valve was noted to have failed. Treatment was not reported. No adverse patient effects were reported. Additional information was received that an echocardiogram was performed approximately five years after the valve was implanted which revealed moderate aortic stenosis with a peak velocity of 4.04 m/s, mean gradient of 38 mmhg, and an aortic valve area of 0.8 cm2. The patient experienced dyspnea on exertion to point of getting short of breath with minimal activity, and became very short of breath while speaking.

Manufacturer narrative:
Second paragraph added d6a. E1. E3. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.